Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during withdrawal, the tome would not remove from the tip of the ercp scope. The physician noticed that the cut wire was broken and it was only attached to one end of the tome. When the physician attempted to pull the tome through the scope, the wire broke off into the patient's duodenum. The broken wire was removed from the patient with forceps. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.